Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the controller screen displays ¿software problem¿ message. The patient reported having pain on the right side like the implant was being pulled out, the pain was excruciating, and the patient was feeling dizzy. The patient spoke with the manufacturer representative (rep) and turned the ins off. The caller reported the symptoms were still present but did improve with stimulation off. The patient was in pain and wanted to turn therapy back on. The programmer showed low ins battery. The patient was able to successfully connect but needed to recharge before turning ins on. The patient was redirected to their healthcare provider (hcp). It was reported that when trying to charge the ins to turn it back on the controller displayed software problem. The exact information displayed on controller screen: 1 intellis, 2 3.0, 3 243, 4 qf_port. The controller was connected to the recharger. The patient reset the controller by removing and reinserting the battery pack and the issue was resolved. The patient was charging the ins successfully. No further complications were reported/anticipated.